Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 8.4-8.7cm from the connector pin, consistent with lead friction to the ICD can. The outer coil filars were exposed at this location. This is consistent with the observation from the field of oversensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out, oversensing on rv lead was observed. Insulation damage was also noted. Lead was explanted and replaced. Patient's condition was good.